Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that rep called to report an impedance issue encountered during 97800 implant today. Rep said during the impedance check the 3rd electrode pairs were all >4000. All other electrodes were within normal range. They took out the lead from the header as it may have not been fully inserted, wiped and dried it and re-inserted it. Impedances were checked again and the 0 electrode pairs were all >4000. All other electrodes (including 3) were within normal range. They again took out the lead from the head and wiped it down and re-inserted it and the 0 electrode pairs were still >4000. Rep said during this process there was an application error message that she saw but quickly hit 'ok' to bypass so she's not sure if this was a glitch with the app or an error related to the impedance issues. Rep was unsure what the error specifically said but wanted to call to report in case this happens elsewhere in the field. Rep was transferred from mobility and they did not seem to think the error was related to handset software. Rep said the 0 electrode impedances were not resolved and they finished the case as such. No symptoms reported.